Event description:
Additional information received indicated the out of range high voltage lead impedance was above the limit on the right ventricular lead.

Event description:
During a follow-up, out of range defibrillation impedance was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.